Event description:
It was reported: total hip installed in 2000 experienced acetabular loosening. Indication for the 2nd replacement was acetabular loosening left hip status post total hip component-intermedic.